Event description:
Tap at top instrument broke inside patient while placing screw, and needed to be removed. Tap and screw did get removed from patient. "As I was tapping the right l4 pedicle with the 4.5mm navigated tap, the shaft of the driver broke off leaving about 2mm of exposed shaft of the driver about threads of the tap."